Event description:
The consumer reported a false positive result via social media with the binaxnow covid-19 antigen self-test performed on an unknown date. The sample and swab type were not provided. It is unknown whether repeat testing or confirmation testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.